Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-01457. It was reported the patient is experiencing bladder stimulation and bladder urgency/frequency issue. However, the patient is receiving stimulation in the correct location. X-rays revealed the patient's leads have migrated.. Reprogramming did not resolve the issue. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01457. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced with a single lead. Reportedly, effective stimulation resumed following the procedure and the patient has no further issues.